Event description:
After use of 8 hours I got my neck totally burnt with blistering [burns second degree], did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before used the product [intentional device misuse]. Case narrative: this is a spontaneous report from a pfizer sponsored program brand websites for devision consumer healthcare germany. A contactable consumer reported for herself that the 56-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) device lot number: t61197, expiry date: 31jul2020, from on (B)(6) 2019, at an unknown frequency for neck tension. Medical history included ongoing menopause. Concomitant medications were none. The patient previously used this product thermacare heatwrap (thermacare neck, shoulder & wrist) on (B)(6) 2018 without side effects. The patient stated after use of 8 hours she got her neck totally burnt with blistering on (B)(6) 2019. The patient was not currently under the care of a physician for any medical condition. She classified her skin tone as medium. She did not have sensitive skin. She did not have any abnormal skin conditions. She used thermacare 1 day in a row. She used 8 hours per day. She attached the adhesive to the body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. She stated first during removal she felt a burning on skin. Neck was red and blisters on skin. She stated the event recovery 2 days by application of a cooling ointment. She did not consult a healthcare professional for the problem. The action taken in response to the event for thermacare heatwrap was permanently discontinued. The outcome of burn blister was resolved. The outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (15apr2019): new information from contactable consumer included: patient age, suspect product data (start date, indication, action taken), medical history, deny of concomitant medication, past drug history, event onset date, new event (did not check her skin under the product while wearing thermacare), treatment received and event outcome. Company clinical evaluation comment: based on the information provided, the events of "burns second degree" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device use issue is non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burns second degree" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device use issue is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The severity is s3-skin burn/blister per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint

Event description:
Event verbatim [preferred term] after use of 8 hours I got my neck totally burnt with blistering [burns second degree] , did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before used the product [intentional device misuse]. Case narrative:this is a spontaneous report from a pfizer sponsored program brand websites for devision consumer healthcare germany. A contactable consumer reported for herself that this 56-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: t61197, expiry date: 31jul2020) from (B)(6) 2019 at an unknown frequency for neck tension. Medical history included ongoing menopause. Concomitant medications were none. The patient previously used this product thermacare heatwrap (thermacare neck, shoulder & wrist) in (B)(6) 2018 without side effects. The patient stated after use of 8 hours she got her neck totally burnt with blistering in (B)(6) 2019. The patient was not currently under the care of a physician for any medical condition. She classified her skin tone as medium. She did not have sensitive skin. She did not have any abnormal skin conditions. She used thermacare 1 day in a row. She used 8 hours per day. She attached the adhesive to the body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. She stated first during removal she felt a burning on skin. Neck was red and blisters on skin. She stated the event recovery 2 days by application of a cooling ointment. She did not consult a healthcare professional for the problem. Action taken in response to the event for thermacare heatwrap was permanently discontinued. The outcome of burn blister was resolved. The outcome of the other event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The severity is s3-skin burn/blister per (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. A site investigation was conducted on production records, a return sample was not received. A device malfunction was not identified during records review. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint additional information has been requested and will be provided as it becomes available. Follow-up (15apr2019): new information from contactable consumer included: patient age, suspect product data (start date, indication, action taken), medical history, deny of concomitant medication, past drug history, event onset date, new event (did not check her skin under the product while wearing thermacare), treatment received and event outcome. Follow-up (10jun2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the events of "burns second degree" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burns second degree" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] after use of 8 hours, I got my neck totally burnt with blistering [burns second degree]. Case narrative:this is a spontaneous report from a pfizer sponsored program brand websites for (B)(6). A contactable consumer reported for herself that the female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) device lot number: t61197, expiry date: 31jul2020, from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient previously used this product thermacare heatwrap (thermacare neck, shoulder & wrist) more often without side effects. The patient stated after use of 8 hours she got her neck totally burnt with blistering on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device use issue is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.